Event description:
It was reported that the patient's left lead was explanted on (B)(6) 2012 because, it was not "providing clinical benefit." It was no ted that the patient would be implanted with a "new left lead on a future date." The patient outcome was not provided.

Event description:
Additional information received reported that the patient's left lead was not providing benefit and she was having a "capsular" side effect at low voltage. The lead was explanted on (B)(6) 2012. A new lead was implanted on (B)(6) 2012 in the left gpi. As of (B)(6) 2013, it was reported that the patient was "responding well" to programming with no side effects. No further information was provided.

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension product ID, 7436 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient product ID, 3387s-40 lot# v069269 serial#, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# v069269 serial#, implanted: 2008 (B)(6), explanted: product type lead. (B)(4).